Event description:
It was reported that the patient's filter broke and migrated. The patient had a greenfield vena cava filter implanted on (B)(6) 2003. On (B)(6) 2016, the patient underwent a computerized tomograph (CT) scan of her abdomen and pelvis which revealed the patients filter had tilted to such a degree that the apex was pressing against the left lateral wall of her inferior vena cava. Five of the six filter struts had perforated through the wall of patients vena cava, two of which were extending into her duodenum and one of the six filter struts had fractured into two separate fragments. The CT scan further revealed the two fragments of the fractured strut had migrated, with the two fragments becoming embedded through the t11-t12 intervertebral disc into the t12 vertebral body of the patient's spine and the remaining longer fragment becoming embedded into the patients right ventricle. The patient was notified of the results of her CT scan on (B)(6) 2016.

Manufacturer narrative:
Age at time of event, unit of measure - age, device manufacture date updated.

Event description:
It was reported that the patient's filter broke and migrated. The patient had a greenfield vena cava filter implanted on (B)(6) 2003. On (B)(6) 2016, the patient underwent a computerized tomograph (CT) scan of her abdomen and pelvis which revealed the patients filter had tilted to such a degree that the apex was pressing against the left lateral wall of her inferior vena cava. Five of the six filter struts had perforated through the wall of patients vena cava, two of which were extending into her duodenum and one of the six filter struts had fractured into two separate fragments. The CT scan further revealed the two fragments of the fractured strut had migrated, with the two fragments becoming embedded through the t11-t12 intervertebral disc into the t12 vertebral body of the patient's spine and the remaining longer fragment becoming embedded into the patients right ventricle. The patient was notified of the results of her CT scan on (B)(6) 2016.